Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire. The surgeon was able to press the green button and squeezed the handle. The product was changed for another with the same code to complete the case. There was no patient injury.